Event description:
It was reported that prior to implant when the pulse generator analyzer was connected to the pulse generator, the ventricular output was 0.19 v, although the initial setting was 3.5 v at 0.4 ms. Atrial output was the same. A different pulse generator was implanted.

Manufacturer narrative:
Final analysis found that the device failed the temperature cycle test, exhibiting intermittent output on the ventricular channel at 50 degrees. The device was cut open, but visual inspection did not find any anomalies. A temperature cycle test was performed again. Test results showed that the ventricular channel output recovered and the device passed the test. Failure mode could not be reproduced.